Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nine events were reported for this quarter. (B)(4) devices were received for evaluation; nine events were confirmed. (B)(4) devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the devices disassembled. Nine reported events had no patient involvement; no patient impact.